Event description:
Clinical report states the pt was revised because of dislocation.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records did not reveal any anomalies. A search of the complaint databases did not reveal any other reports for the reported manufacturing lot number. The investigation could not verify or draw any conclusions about the root cause of the reported dislocation. No evidence was found suggesting product error as a contributing factor and the need for corrective action is not indicated.